Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially inside devices that are designed to be utilized in or on blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside or on blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Event description:
Reported by distributor acp: this product is a nonconforming product found during our receiving inspection. No patient or user injury reported. (B)(4) 2013 additional information: the particulate matter was found in the inner pouch.

Manufacturer narrative:
(B)(4). Upon receipt of the sample, the manufacturing facility discovered the foreign matter was between the inner and outer pouch of the sample and not the inner pouch. The case was re-assessed with this additional information. Follow-up medical assessment: the sample investigation has determined that the particulate matter was between the inner and the outer pouch, not in contact with the vascular device. Sterile product is not bacteriologically contaminated. The particulate matter is not in contact with the device and cannot be introduced in the vascular system. After consideration for potential harms and worst-case scenarios, no adverse health consequence is reasonably expected to result from this issue. Baxter synovis completed the investigation. Sample received for evaluation. The sample was forwarded to baxter round lake for spectroscopy and imaging analysis. A single blue fiber (approx. 2.5mm in length) was found between the inner and outer pouch and identified to be paper. The complaint was confirmed. Synovis performed a batch review for the reported lot and no issues were identified and all specifications for release were met. No trend was identified. Per synovis, the cause or source cannot be determined at this time. CAPA- 00844 is currently open to further investigate particulate matter issues for this product. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.